Event description:
Olympus was informed that during an unspecified therapeutic procedure, the teflon pad became detached from the grasping section of the device. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the teflon pad had separated and lifted from the grasping section and metal was exposed. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.